Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise reversion episodes on the ventricular lead. The noise could not be reproduced with isometrics or pocket manipulation. An episode of polarity switch due to low lead impedance was noted in (B)(6) 2015. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported. No additional information was available.